Manufacturer narrative:
Additional information was added to d9, h3, h6, and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The tubing/bushing was measured to be back 1/16¿ from the patient luer adapter, which meet specification. A video of the sample was also provided for evaluation. The returned video was reviewed, and the video showed improper technique and handling of the set, which led to the separation of the tubing and the patient luer adapter. The reported condition was verified while reviewing the returned video. The cause of the reported condition was a user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line connector (catheter adapter) of a minicap extended life pd transfer set separated from the tubing. This was further described as the nurse noticed that ¿the screwing part (the one that is screwed to the titanium) of the transfer set line was loose¿. This was identified before use on a patient for peritoneal dialysis therapy. A new set was obtained to be used on the patient. There was no patient involvement. No additional information was available.